Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device component dislodged, a piece of the trocar broke and fell into the patient cavity when instrument was inserted into trocar, the piece was then retrieved. There was no patient injury involved. The instrument is expected to be returned for evaluation.